Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol 3dmax mesh, was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the defective 3dmax mesh, which allegedly failed, and repair the recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax mesh. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with left inguinal sports hernia and underwent laparoscopic repair with implant of 3dmax mesh. Per operative report details, "a very small indirect hernia sac was noted which was reduced. A medium-sized left sided bard 3dmax mesh was then inserted and tacked". (B)(6) 2017 - patient was diagnosed with pain, recurrent inguinal hernia on the left and thereby underwent laparoscopic repair with explant of previous mesh and implant of bard mesh. Per operative report details, ¿the mesh was liberated from the symphysis and from cooper's due to adhesions to the cord and the iliac vessels. Once the mesh was completely removed, then the direct defect was noted and a bard flat mesh was then secured in its place¿. Attorney alleges that the patient had chronic and debilitating pain, recurrence, swelling, limited mobility, inhibited social life and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. As alleged several years post implant, the patient was treated for a hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of 3dmax mesh, the patient had pain, recurrent inguinal hernia, adhesions and underwent mesh explant. The instructions-for-use supplied with the device identify adhesions as a possible complication. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. As alleged several years post implant, the patient was treated for a hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol 3dmax mesh, was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the defective 3dmax mesh, which allegedly failed, and repair the recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax mesh.